Event description:
Additional information received noted that appointment date may 6 was noted. By the statement: the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative, it was noted "maybe" with a question mark.

Event description:
It was reported that the patient had nerve damage in back and gets prickly feeling down leg and sometimes stabbing pain in leg. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7435, serial# (B)(4); product type programmer, patient product ID 7 48910, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3093-33, lot# v266474, implanted: 2009 (B)(6); product type lead product ID 3093-33, lot# v260716, implanted: 2009 (B)(6); product type lead product ID 748910, serial# (B)(4), implanted: 2009 (B)(6); product type extension (B)(4). PMA # p970004.